Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vegetation was found on the right ventricular (rv) pacing lead. Enterococcus faecalis was grown in blood cultures. Antibiotic treatment was necessary. The system was removed and will be replaced in the future. No further patient complications have been reported as a result of this event.